Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material inside the jet tube and was coming out of the tube. After reprocessing of the jet tube, the foreign material remained inside the tube. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned, and an evaluation was completed. During inspection, olympus found the jet tube to contain foreign material inside the tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The cause of the foreign material remaining in the device was unable to be specified since it was unknown whether reprocessing was practiced in accordance with the instructions for use (IFU). It was confirmed that no physical damage was found at the location where the foreign material remained. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU). IFU states the detection method in cf-h185l/I operation manual chapter 3 "preparation and inspection" IFU states the preventative measures in cf-h185l/I reprocessing manual chapter 5 "reprocessing the endoscope" olympus will continue to monitor field performance for this device.